Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828801pl) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to catheter susceptible to kinking which leads to occlusion¿ or biological debris and protein build up interfering with the valve. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2025-00225 a facility reported a certas valve (B)(6) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2024. The valve did not work and was removed and replaced on (B)(6) 2025. On (B)(6) 2025, the replacement valve (ID 828810pl) also did not work and was removed and replaced on the same day. Both valves were used with a bactiseal kit (B)(6). The patient is currently stable and at home.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.